Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the spinal cord stimulation (scs) patient battery was completely unresponsive, and as a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient is getting good coverage all throughout pain areas. The explanted device will not be returned for analysis, as it was disposed by the medical facility.